Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was implanted in the correct anatomical position and required dilation. A post-implant balloon aortic valvuloplasty (bav) with a bard 24 millimeter (mm) true dilatation balloon was performed. During the bav the valve dislodged and required a second transcatheter bioprosthetic valve to be implanted valve-in-valve. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).